Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery (lad). A 2.50x15mm trek balloon dilatation catheter (bdc) was inserted into the patient and was inflated, however, during the first inflation the balloon failed to hold pressure. Therefore, the entire bdc was removed from the patient and a pinhole in the balloon was noted. Another trek bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.